Event description:
It was reported a bone loss and a infection at tooth site #25-27. Patient suffered pain and inflammation. Both implants were removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products int485, osseotite tapered certain implant 4 x 8.5mm lot 2023030125 h6: event problem codes ¿ patient code: 1932 inflammation. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.